Manufacturer narrative:
The curved bipolar dissector instrument has been returned and evaluated by the failure analysis team. Failure analysis (fa) found the curved bipolar dissector instrument had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. Common causes of the failure mode thermal damage exposed electrode instrument bipolar yaw pulley are attributed to inadvertent energy application from an instrument.

Event description:
It was reported that during central processing, the surface of the curved bipolar dissector instrument was damaged. There was no report of patient involvement or patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.